Manufacturer narrative:
Corrected information: b5 additional information: g4, g7, h2, h6, and h10 the reported event of a torn leaflet could not be confirmed. A more comprehensive assessment could not be performed since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 63 year old female was implanted with a 23mm trifecta gt valve 3 years ago. The patient recently presented to the hospital with shortness of breath and a leaflet tear was observed on a CT scan. It was decided by the heart team to do a valve in valve with tavi and a 21mm trifecta gt valve was implanted in the patient. The patient is currently stable.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A (B)(6) year old female was implanted with a 23mm trifecta gt valve. The patient presented to the hospital with shortness of breath and a leaflet tear was observed on a CT scan. It was decided by the heart team to do a valve in valve with tavi and a 21mm trifecta gt valve was implanted in the patient 3 years ago. The patient is currently stable. No further details are available.